Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 488-489 mg/dl, and the meter bg reading was 120-141 mg/dl. This level of inaccuracy does not present significant clinical risk according to the parkes error grid. Customer subsequently went to the emergency room with a bg of approximately 70 mg/dl. Customer consumed carbohydrates and was treated with intravenous fluids of saline and insulin. Customer was released later the same day with the issue resolved and no permanent damage. A root cause could not be determined. A replacement sensor was sent to the customer.